Event description:
This case was initially received via regulatory authority (reference number: mw5075437) on 19-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of pain ("unexplained pain") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec), levothyroxine sodium (levothyroxin), multivitamin and naproxen. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced rheumatoid arthritis (seriousness criterion disability) and depression ("depression"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), urticaria ("hives over body"), weight increased ("weight gain"), memory impairment ("forgetfulness"), hormone level abnormal ("hormonal issues"), hypoaesthesia ("numbness in hands, arms and feet"), arthralgia ("joint pain"), frustration tolerance decreased ("frustration") and mental disorder ("psychological issues"). Hysterectomy and salpingectomy in process. At the time of the report, the pain, rheumatoid arthritis, depression, urticaria, weight increased, memory impairment, hormone level abnormal, hypoaesthesia, arthralgia, frustration tolerance decreased and mental disorder outcome was unknown. The reporter considered arthralgia, depression, frustration tolerance decreased, hormone level abnormal, hypoaesthesia, memory impairment, mental disorder, pain, rheumatoid arthritis, urticaria and weight increased to be related to essure. The reporter commented: an injury (disability/permanent damage) was mentioned but not specified and /or assigned to one of the events. Diagnostic results: consumer stated that she undergone numerous tests, including a MRI of brain for what it was thought to possible be multiple sclerosis, but MRI back clean. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (reference number: mw575437) on 19-mar-2018. The most recent information was received on 12-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pain ("unexplained pain") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec), levothyroxine sodium (levothyroxin), multivitamin and naproxen. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced rheumatoid arthritis (seriousness criterion disability) and depression ("depression"). On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), urticaria ("hives over body"), weight increased ("weight gain"), memory impairment ("forgetfulness"), hormone level abnormal ("hormonal issues"), hypoaesthesia ("numbness in hands, arms and feet"), arthralgia ("joint pain"), frustration tolerance decreased ("frustration") and mental disorder ("psychological issues"). The patient was treated with surgery (hysterectomy and salpingectomy in process). At the time of the report, the pain, rheumatoid arthritis, depression, urticaria, weight increased, memory impairment, hormone level abnormal, hypoaesthesia, arthralgia, frustration tolerance decreased and mental disorder outcome was unknown. The reporter considered arthralgia, depression, frustration tolerance decreased, hormone level abnormal, hypoaesthesia, memory impairment, mental disorder, pain, rheumatoid arthritis, urticaria and weight increased to be related to essure. The reporter commented: an injury (disability/permanente damage) was mentioned but not specified and /or assigned to one of the events. Diagnostic results: consumer stated that she undergone numerous tests, including a MRI of brain for what it was thought to possible be multiple sclerosis, but MRI back clean. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.